Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited high thresholds and the helix had extension/retraction issues of needing a high number of rotations. The lead was not used and a different lead will be implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated the lead was stretched. The distal and the proximal conductor of the lead became extrinsically distorted due to pul ling/stretching/overstress. The guide tooth of the lead was extrinsically damaged. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the insulation cuts contributed to the electrical complaints. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.